Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Advised that the patient attended the oncology unit for a blood test and flush of PICC. When PICC flushed it was noticed by the nurse that saline was leaking from the PICC site. The line was removed and showed a very small puncture at the 47.5cm mark which sat approximately 1cm inside the patients arm.

Manufacturer narrative:
After the initial medwatch was submitted further information was received and it was determined that this report is a duplicate of a previously reported event, report number 3006260740-2017-02240.

Event description:
Advised that the patient attended the oncology unit for a blood test and flush of PICC. When PICC flushed it was noticed by the nurse that saline was leaking from the PICC site. The line was removed and showed a very small puncture at the 47.5cm mark which sat approximately 1cm inside the patients arm. This event is a duplicate of a previously reported event, report number 3006260740-2017-02240.